Event description:
Pump malfunction for sn (B)(4), alarm indicating blockage detected. Pt inspected all tubing but no kinks or blockages were found. Dose or amount: 15.2 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) /2017 to ongoing. Diagnosis or reason for use: pah.